Event description:
Event: (cc# 98-01230) the yellow hub on the 8 fr. Balloon was cracked and leaked. The iab needed to be prematurely removed. On 10/16/98, the following was reported to datascope: the connection site of the iabp catheter (yellow hub) was cracked. This was at the site where the catheter connects to the pressure line. This caused leakage of serasangerous fluid at the site. The iabp was discontinued. There was no patient injury or complication as a result of the event. The patient was hemodynamically stable after the event. (In addition, the voluntary medwatch form was returned by the facility on 10/16/98). [Event complications]: none from the event - reported 9/30/98 and 10/16/98. [Patient's current status]: stable-rpt'd 10/16/98.